Event description:
Reportedly, when the instrument was activated, only 50% of the staples were applied (closed on the upper half circle of the anastomosis). The instrument was cut and applied another instrument. Procedure: colectomy.